Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause was unknown. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1x5gh, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient dint believe that it was currently working. It was later reported that some days they could go fine, and some days they could barely go. It was stated that they were having a lot of bladder spasms and they were soaking pads. However, the patient also mentioned that 'the device is working because they are losing weight. Troubleshooting was not attempted as the patient was told by the nurse that only they could adjust the device. It was recommended that they follow up with their healthcare provider. Additional information was received from a consumer (con) on 2021-01-04. It was reported that the stimulator didn't seem to be working properly and the patient had to change the settings many times, noting they went through all seven programs. The patient also mentioned they had a car door hit their implant and thought they turned the implant and kinked the lead. The patient then stated their doctor thought they weren't getting proper connection because of the possible kink in the lead. If the patient walked it was excruciating and it swelled around the area. The system was replaced and the patient was better right away with their symptoms. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information was received from a healthcare professional (hcp). When asked about the cause of the 'turned implant' and kinked lead, the hcp reported that "no obvious 'kink' was identified. It was (illegible) that the lead migrated after the mva."

Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot#: va1x5gh; implanted: on (B)(6) 2019; explanted: on (B)(6) 2020; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.